Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 57-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease and diabetes mellitus. Following explant of the impella device, the patient developed distal limb ischemia in the right lower extremity. An arterial doppler study confirmed absence of flow. The patient was scheduled to undergo exploratory vascular surgery for further evaluation and management. The patient survived to explant. The reported ischemia requiring surgical intervention may be associated with access-site vascular compromise in the setting of large-bore femoral arterial cannulation, severe cardiogenic shock physiology, and patient's critical condition.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.